Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused due the latch sensor. A field service engineer replaced new latch sensor. Placed drawer back into station and rebooted the station to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was constantly failed. A customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.